Event description:
It is reported that while using the plate reduction tool in the proper fashion, the tip broke off. The fractured portion remains in the pt.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: there have been no prior complaints alleging similar issue. The tip has fractured due to possible wear and/or overloading at the tip. Surgical technique suggests "do not force tightening of the reduction spin knob against the reduction sleeve as this may damage the instrument." Details of surgical technique used are unk. The instrument had a potential field age of approx 4 years. Usage history of this product is unk. There is insufficient info provided to determine the root cause of the part failure. As returned, the threaded portion of the tip has broken off the instrument, the broken threaded portion was not returned for evaluations as it remains in the pt. The hardness was checked and found to be within print specification. The device history records were reviewed and found to be conforming indicating the device was mfg to print specification.